Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received occlusion alarms and the insulin gauge was inaccurate. No reported adverse impact to the customer's blood glucose. The customer declined to provide further information regarding the event.